Event description:
It was reported that patient presented to the clinic with two aborted shocks due to oversensing noise. The lead was capped and replaced. Patient was well after the procedure.

Manufacturer narrative:
(B)(4).